Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the device had been turning off on them since ¿maybe around (B)(6) 2018.¿ the patient reported they had been wetting themselves and hadn¿t been feeling 100% like it was. The patient stated they got out the remote, powered it on, and felt it kick on. The patient stated the screen was giving a caution sign and felt like it was off to them, and this time they checked it and looked ok. The patient stated they didn¿t feel like it was running as strong, and they were having a lot of accidents. The patient stated they had changed the batteries in their programmer and synced the device. The patient thought ¿maybe the device was off for a couple of days¿, but they didn¿t know. They felt like it didn¿t work like it was, and they woke up with wet bottoms since ¿possibly the end of 2017 or beginning of 2018.¿ no further complications were reported.